Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this patient called patient services approximately 21 years post implant of this aortic bioprosthetic valve to report that 2 years 7 months post implant, it was explanted and replaced with a non medtronic valve for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.